Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). Per the final statement to complaint letter dated (B)(4) 2013, the complaint sample was not available for evaluation. Additionally, no further information about the flow condition or pressure increase was provided. (B)(4).

Event description:
On (B)(6) 2011, at (B)(6), leakage of plasma over neonatal venous hardshell cardiotomy reservoir (lot 70058505) was identified 15 minutes after perfusion started. The oxygenator was changed during operation. (B)(4).